Event description:
For medical purposes pt had a s-pound weight (north coast cuff) placed on pt's left arm. Weight was still placed on arm when brought to scheduled MRI procedure. Pt's left arm was held against scanner when being placed into magnet (picker/marconi). Incident necessitated "quenching" as an emergency procedure to free pt. No pt injury resulted. The north coast cuff was not labeled as to its contents, however was later found to be made of iron pellets. Notice of incident was sent to cuff MFR.